Event description:
Incident: attempted using a 2.5 x 12 mm endeavor sprint rx stent. Stent became dislodged and attempts of retrieving unsuccessful. Stent deploys above lesion to prevent migration. Patient sent to or in stable condition with guide and prowater wire in place. Patient was not prepared as pci (percutaneous catheter intervention) on admission. Orders and preadmission reflect only left heart cath, patient complained of chest pain on table and proceeded to pci urgently. Unable to remove stent intraoperatively. Patient underwent cardiac bypass.